Event description:
Had essure device implanted in 2005. After device placement I started having extremely heavy periods, a lot of pain and several vaginal issues I've never experienced. I've become anemic and have had to take additional vitamins to help with it. With all the problems I started having, I developed severe depression and anxiety issues. My sex drive is nonexistent. Periodically my blood work comes back with either high or low numbers and my doctor can't trace it to anything else going on with my body or health. I have random sharp pains and severe cramping. I have brain fog that can't be explained. My memory issues are terrible and affect every part of my life from my home life with my family to not being able to work a full time job. I'm finally having a hysterectomy to remove my uterus, tubes, and cervix. My hope is that removing the essure coils will help with all of the issues I have. I wouldn't wish this on anyone and I'm glad essure is removing them from the market.